Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2026 due to the site being placed in the anterior scar tissue area, leading to hyperglycemia and diabetic ketoacidosis and symptoms including vomiting and site irritation. The blood glucose level was 457 mg/dl at the time of the event, and the patient was treated with intravenous fluids and multiple daily injections (mdi) of insulin. The patient was released from the hospital on (B)(6) 2026. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.